Event description:
It was reported that the subject device had no image. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, it was presumed that an abnormality occurred in the internal board or electrical contact part of the connector, which led to the occurrence of the event. As for the cause of the abnormality, it has been confirmed that the scope connector was deformed and the circuit board was damaged, so it is possible that an irregular load was applied to the internal board due to external stress such as bumping during handling, but it could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.